Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to interface board. The insulin pump had a cracked battery tube threads, case window display corners and scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call a blank display. Blood glucose at the time of incident was 130mg/dl. Mother reported the insulin pump had a blank display. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was bumped. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.